Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Received a frame rate error when taking fluoro or 3d. Replaced umbilical cable. System passed all testing. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the message "image frame rate below recommended levels". The system was rebooted without resolution. This reportedly occurred during the post-operative spin, and the surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.

Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Correction: manufacture date: 12/15/2014 received.